Manufacturer narrative:
This is one event (cardiovascular) of two events reported for the same patient involving three separate products; associated mdrs #1225714-2014-00195, 00196, 00197, 00198, 2937457-2014-00117, 00118.

Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiopulmonary event on (B)(6), 2010 and subsequently expired on (B)(6), 2010 after the use of the product.